Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "deflation". Later, healthcare professional reported "any creases". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation and crease / folding of implant was received on (B)(6) 2026 with lot number 2111839. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening no further actions are required as it is not related to the manufacturing process. ¿crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.